Event description:
Hydrus microstent did not open when inserted into pts eye. Was then removed in whole by dr. Procedure completed. Spoke with operating room manager and the ophthalmologist about the incident. The instrument didn't deploy properly. No patient harm as per surgeon. He reported to the company and they are following up with him if there are any similar issues. So far negative response from the company. FDA safety report ID # (B)(4).